Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary =according to the information provided, it was reported that during the rotator cuff repair surgery, the anchor was broken off, removed all the pieces. Changed another two anchors, still broken. Removed all the pieces. Another device was used to complete the surgery. The complaint device was received and evaluated. When performing the visual inspection, the sutures integrity was evaluated, they are not frayed or cut. Upon reviewing at the anchor, it was evident that the distal tip of the anchor was broken, it remains inserted into the driver tip. Under magnification, no structural anomalies were observed that could have contributed to this failure. According to the visual inspection result, this complaint can be confirmed. The possible root cause for the reported failure can be attributed to axial misalignment during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole, however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device [6l68302] number, and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
This is report 2 of 3 for the same event. It was reported by the affiliate in china that during a rotator cuff repair procedure on (B)(6) 2020, it was observed that three anchor devices broke off. All broken pieces were removed. Another like device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.